Event description:
The complainant alleged that during biomed testing of the device, it displayed status code messages "status 51" and "status 56". There was no pt involvement with the reported malfunction.